Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved in this procedure and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint ¿tip of the instrument damaged¿. Failure analysis found the primary failure of instrument main tube/broken to be related to the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring proximately 0.072¿ x 0.169¿ was not returned with the instrument. Additional observation(s) not reported by the site: the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Common causes of the failure mode residue instrument clamping pulleys are typically attributed to mishandling/misuse of the device for example by improper cleaning/reprocessing techniques, such as insufficient flushing. Also, intuitive surgical, inc. (Isi) followed up with the initial reporter on 08-may-2023 and obtained the following additional/updated information regarding the reported event: the instrument was inspected prior to use and there was no damage and nothing out of ordinary observed. Prior to attempting to remove instrument, the instrument jaws were noted to be "stuck in a closed position¿. There was no collision occurred with other instrument. The port incision was not increased and there was no fragment fell inside the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a damaged tip preventing the force bipolar instrument from coming out of the reducer, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the probable root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, a damaged tip preventing the force bipolar instrument from coming out of the reducer. Jaw dislodgment could result in the tips being stuck and unable to be opened with master tool manipulator activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was unable to come out of the reducer due to damage on the tip of the instrument (grey insulated part connected to the metal tip). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.